Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and a loose latch lock lever. The event history logs were unable to be accessed due to the existing error code. Functional testing was able to replicate and verify the reporter issue; error code 45639 occurred at power-up. The root cause of the reported issue was determined to be the pwa board. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump is alarming ec 45636 during infusion and ec 45639 on power up. Issues were noticed during testing. No patient injury.

Manufacturer narrative:
Other, other text: b3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.